Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the source of the infection was not provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 1/2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis and mitral regurgitation. According to the operative report, the patient was found to have severe mitral regurgitation and aortic insufficiency with an aortic valve vegetation on transesophageal echocardiogram. There were also severe inflammatory changes in the mitral valve. His ventricular function was normal. The patient had mitral valve endocarditis several months ago and had a mitral valve repair with the edwards ring. The patient was treated with antibiotics, but developed recurrence of the disease involving the aortic valve as well as mitral in spite of aggressive antibiotic therapy. Therefore, he was referred for re-operative valve surgery. Upon exploring the aortic valve, it was found that the noncoronary cusp was pretty much destroyed and there was a large vegetation. The whole aortic valve was excised and attention was subsequently turned to the mitral valve. The left atrium was opened completely and the mitral valve was exposed. The posterior leaflet as well as the anterior leaflet was quite destroyed and the whole valve was excised. The annulus was sized to a #29 mitral magna valve from edwards and the valve was implanted. Attention was paid to the aortic valve. The annulus was sized for a #21 carpentier-edwards magna ease, but this required aortic root enlargement. The enlargement was performed and the valve was implanted. The patient was returned to the ICU in stable condition. Per the surgeon, the reason for explanting the device was not related to a product malfunction.